Event description:
The duett was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain and a palpable mass at the puncture site. A small hematoma was confirmed and treatment consisted of compression. The event was resolved with no further complications.